Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the basic occlusion test due to a protruded/loose drive support disk. The pump was unable to undergo the occlusion test due to the compromised force sensor system alarm. The following cosmetic damage was also noted: cracked case at a display window corner, minor scratches on the lcd window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that her daughter's insulin pump received a compromised force sensor system alarm during the manual prime process and that insulin squirted out of the tubing. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the prime and rewind issue. The mother confirmed that the insulin pump had not been dropped or bumped, but that the drive support cap was protruded. The insulin pump was returned for analysis and a replacement device was shipped to the customer.